Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as the device reflected a battery capacitor depletion since 1 month ago. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as the device reflected a battery capacitor depletion since 1 month ago. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This device remains in service. This correctional report is being submitted as this complaint was incorrectly reported as a premature battery depletion (pbd) event. The ICD was found with a battery completely depleted status after more than 12 years in service, which is more than the expected battery longevity and no pbd allegations were ever made. The ICD was explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
This correctional report is being submitted as this complaint was incorrectly reported as a premature battery depletion (pbd) event. The ICD was found with a battery completely depleted status after more than 12 years in service, which is more than the expected battery longevity and no pbd allegations were ever made. The ICD was explanted due to normal battery depletion and was returned for analysis. Upon receipt at our post market quality assurance laboratory, the implantable cardioverter defibrillator was thoroughly inspected and analyzed. The memory log was reviewed and found that while implanted the device recorded no code 1003 and that the power usage was normal. In addition, the diagnostic data spreadsheet graph showed a cell depletion pattern that is consistent with normal battery depletion. Laboratory analysis was unable to confirm a premature battery depletion with this device. No failing conditions were found.

Manufacturer narrative:
This correctional report is being submitted as this complaint was incorrectly reported as a premature battery depletion (pbd) event. The ICD was found with a battery completely depleted status after more than 12 years in service, which is more than the expected battery longevity and no pbd allegations were ever made. The ICD was explanted due to normal battery depletion and was returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as the device reflected a battery capacitor depletion since 1 month ago. Technical services (ts) recommended device replacement. No adverse patient effects were reported. This device remains in service. This correctional report is being submitted as this complaint was incorrectly reported as a premature battery depletion (pbd) event. The ICD was found with a battery completely depleted status after more than 12 years in service, which is more than the expected battery longevity and no pbd allegations were ever made. The ICD was explanted due to normal battery depletion and was returned for analysis.